Manufacturer narrative:
The device and lead remain implanted pending a revision procedure. This report will be updated when additional information is received.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and associated right ventricular (rv) lead presented to the hospital due to syncopal episodes and falls. There were episodes stored showing oversensed noise with asystole of up to 15 seconds. Noise was reproduced with pocket manipulation. The device was reprogrammed to electrocautery mode in effort to maintain pacing, but loss of capture (loc) was still observed so a temporary pacemaker was put in place. Technical services discussed verifying the lead was fully inserted and setscrew tightened with a tug test. The patient was in a coma after the last fall. The physician was considering replacing the crt-d with a crt-p, but no procedures had been performed yet. No additional adverse patient effects were reported.

Manufacturer narrative:
The device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information. No invasive procedure was performed to revise the rv lead or to change the device to a crt-p. It had been noted that when the device was programmed to true bipolar, the pauses in pacing were no longer observed. Tachy therapy was programmed off and the device was used for pacing only. The patient was discharged from the hospital nine days later. No additional adverse patient effects were reported.